Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, it was observed that there was dirt on the usb port resulting in pump not charging; customer removed dirt from usb port and pump charges as intended. Customer's blood glucose level was 208 mg/dl.